Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this lead implanted at the left bundle branch (lbb) in an off-label way, had a transcatheter aortic valve replacement and after one week the patient went back to the hospital with loss of capture (loc) at high pacing thresholds. Also, pacing impedance had decreased to low, out of range values. Further system analysis was recommended. The lbb lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this lead implanted at the left bundle branch (lbb) in an off-label way, had a transcatheter aortic valve replacement and after one week the patient went back to the hospital with loss of capture (loc) at high pacing thresholds. Also, pacing impedance had decreased to low, out of range values. Further system analysis was recommended. The lbb lead remains in service, but a lead revision procedure took place. No additional adverse patient effects were reported.